Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 28.2 mmol/l. The customer was treated with manual injections for high blood glucose values. The insulin pump alarmed insulin flow blocked alarm but the issue was not resolved by troubleshooting. Th customer was advised to replace the infusion set as well as reservoir as the issue occurred due to the connection between them. Troubleshooting was not performed for high blood glucose. The device is not expected to be returned for analysis.